Event description:
On january 30, 1997 the nortport that the pt had was irrigated with abbokinase open cath (urokinase for catheter clearance) with the purpose of restoration the patency of the port. After that the pt was taken to the operation room (jan 31, 1997) to remove the nortport. During the procedure they found that the catheter was rupture and part of it was detached. The pt was taken to the cardiovascular laboratory and was performed a percutaneous retrival of foreign body by the femoral vein. The pt tolerate well the procedure.